Event description:
The accu-chek guide blood glucose meter went dead and experienced a power issue. I was on a fishing trip in (B)(6). The meter will not turn on. I just replaced battery on (B)(6) 2019 before my trip. I spent 20 hours looking for batteries in (B)(6). I replaced batteries, they lasted 24 hours; (B)(6) 2019, without meter for 6 days. I had 2 very lows, on the trip.